Event description:
It was reported that (1) device was used during a colon procedure. It was reported by the affiliate taht the h2tuv, using a dh145, malfunctioned. A h1tuv was used to complete the case. There was no consequence to the pt.